Event description:
It was reported PICC line tubing has come out of the hub. Issue observed on (B)(6) 2024 and line removed (line was inserted on (B)(6) 2024). The patient required another procedure and delay to treatment. The line has been contaminated with both blood and cytotoxic medication. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC line tubing has come out of the hub. Issue observed 8/04/24 and line removed (line was inserted (B)(6) 2024). The patient required another procedure and delay to treatment. The line has been contaminated with both blood and cytotoxic medication. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign object inside the solo valve is confirmed but the exact cause could not be determined. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed use residues throughout the returned sample. The catheter was not yet trimmed. A gray tube was observed to be stuck inside the solo valve hub. A microscopic observation revealed the gray tube to have a smooth surface. The tube was carefully removed from the solo valve for further investigation. An analysis of the tube revealed it to have a closed end and one opened end. The opened end of the tube appeared to have some longitudinal compression marks along the surface of the tube. No device should be inserted into the solo valve during use. No evidence was found for this event to be related to the manufacture of the product, suggesting that the material was introduced to the device following opening of the product tray. This complaint will be recorded for future trending and monitoring purposes.